Manufacturer narrative:
H3 - evaluation of the returned power tray (B)(6) lot # 2042820003 rev. D confirmed the reported event. Verified both fuses in the power tray tested good. Failed bench testing, bench testing showed no 48vdc from the power tray to the charger enclosure. Faulty power tray assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to initiate 2 dimensional spins. The site tried to use both the hand switch and the foot pedal. The patient's surgery was rescheduled. There was a surgical delay of less than one hour. Troubleshooting was performed, technical services (ts) had the site attempt to restart the unit with the image acquisition system (ias) and the mobile view station (mvs) connected and the issue persisted. The site also disconnected both hand switch and foot pedal and the issue persisted. Ts then had the site power down the unit, disconnect the ias and the mvs from each other and then attempt to boot the imaging system into standalone mode, then reconnect. The issue continued to occur.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000861, serial/lot #: unknown. A manufacturer representative went to the site to test the imaging system. The image acquisition system (ias) batteries were not charging. There was no 48 volts of direct current out of the power tray. The power tray was placed on order. B01, c02, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.